Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.5 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent moved proximally on the balloon and stent struts were damaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple slight kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. Following intravenous ultrasound (ivus), pre-dilatation was performed with a non-compliant balloon catheter. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was then noted that the mounted stent got lifted. The procedure was completed with a 2.50 x 38 non-bsc stent. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. Following intravenous ultrasound (ivus), pre-dilatation was performed with a non-compliant balloon catheter. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was then noted that the mounted stent got lifted. The procedure was completed with a 2.50 x 38 non-bsc stent. There were no patient complications reported and the patient's status was good.